Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to open or close (clip close - inability). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, a cause for the reported inability to close the clip in anatomy could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5 tricuspid regurgitation for a triclip procedure. During the procedure, two triclips were implanted successfully. While attempting to implant a third triclip, it was successfully placed when the clip would not fully close. Troubleshooting was preformed and the clip would not close past 40 degrees. The physician decided to implant the clip which remained at 40 degrees. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.